Event description:
I had a total knee replacement, the doctor stated he used a joint that was too big. Then he denied saying it. I got worried that something bad was wrong. I went to the hosp and got copies of the procedure that was done. When I went over the reports, I realized that all the parts that was used had bar code labels, except for the patella. It was wrote in with a pen, no label. I went to another doctor for a second opinion. He says that the joint is 2 inches bigger than my other joint and the patella is one inch lower than my other joint. Which prevents the knee to bend properly. Also stopping it from straightening totally. He was going to do another replacement, but cannot because it is pressed in joint and if he tries to take it out, it will split the bone and I will be crippled. Also I have to have a bone scan done at least once a yr to check for splits that can occur anyway. I am stuck with the joint whether it works or not. I contacted the co that made the joint and as soon as I said there was no bar code label for the patella they would not talk to me anymore. They said I should have my attorney contact them. I told them I had no attorney but they have my attorney contact them and hung up. I believe they put a patella in me that was too big or defective. Any help would be greatly appreciated.